Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the luer connector of a prismaflex tpe 2000 set during priming. There was no patient involvement. No additional information is available.